Event description:
In 2002, the user facilities radiologist informed the manufacturer's sales representative of the following: patient presented with cellulitis at pocket site several days to a week after placement. Did not respond to antibiotics, device removed. Culture grew gram-negative bacteria (acinetobacter).